Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile 375cc saline prosthesis, catalog: 3501660, lot: 24338. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 1/10/2019 indicated the patient underwent device explantation on (B)(6) 2019. The initial reporter's contact phone number has been updated (B)(6). (B)(4).